Event description:
During initial assessment of a returned homechoice machine, a baxter technician identified an increased intra-peritoneal volume (iipv) in the logs. The iipv occurred on (B)(6) 2011 at 08:15:07 during cycle 6. The drain volume equaled 3962ml. The largest prescribed fill volume equaled 2200ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. No failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the iipv identified in the device log was determined to be insufficient drain, due to use error, the tidal uf removal being set too low.